Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips the co2 equip malfunction inop. There was no reported patient involvement / adverse patient impact.